Manufacturer narrative:
It was reported, by the customer, that no system errors or anything out of the ordinary occurred during treatment. The datacard and treatment tip were returned for evaluation. The datacard showed no errors occurred during treatment. Based on the evaluation of the data, the system and hp performed as expected. A review of the manufacturing records showed all requirements were met. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with tears/cuts of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 120617-019. A medical review reassessment determined this event is no longer considered a serious injury. Evaluation of the datacard found no issues and that the system was working within specifications. During evaluation of the treatment tip, product support found damage to the tip membrane. Based on the available information, the tear on the tip most likely contributed to this event. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A patient status report, and a subsequent medical review reassessment determined this event to no longer be considered a serious injury. The patient is reported as ¿doing well and has no concerns¿. The investigation is complete.

Manufacturer narrative:
The product evaluation was completed on the tip (p/n#ttns3.00e4-1200. Lot#030118 . S/n# (B)(4)) on august 08, 2018. Tip failed flow, thermistor testing. No leak test or functional test was performed due to tear on membrane. The system and handpiece performed as expected. Additional investigation results are pending.

Event description:
On (B)(6) 2018 a user facility in (B)(4) reported that a patient acquired scattered linear blisters on the right forehead/temple after receiving thermage treatment. The patient was immediately treated with a skin care ointment and prescribed over the counter trolamine/sodium alginate and hydrocortisone creams. The patient had 150 pulses from a 1200 tip where the highest energy level used was 1.5. Approximately ¼ of a 60 ml bottle of coupling fluid was used. The next day the patient returned with mild erythema and scattered linear blisters to the affected area. Within 30 days prior, the patient had a clear and brilliant treatment of the face. It is not yet known if permanent scarring will occur.